Manufacturer narrative:
This supplemental report is being submitted to provide additional information and h4 device manufacture date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
This is report 2 of 2 it was reported that during a procedure, there was an attempt to use a ligating device. The ligating device was prematurely deployed and fell out of the lesion. There as an attempt to retrieve the loop with forceps through the instrument channel of the scope but nothing was found and the procedure was closed. The scope was reprocessed as usual. A few days later, after a case, with no reported issues of the scope, during reprocessing, the loop dropped out of the instrument channel and disposed of. Leakage testing was conducted and no issue to be found. There was no harm or injury to the patient.